Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube approximately 1.6420 from the distal tip. The component was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the cadiere forceps instrument had a scratch on the shaft. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was observed with the main tube and metal tip slightly loose. The metal tip did not come off. The instrument was removed without any problems. The doctor felt some discomfort when manipulating it and movement was becoming difficult. The instrument was not removed together with the cannula.